Event description:
It was reported that the right ventricular (rv) lead experienced a decrease in sensing from 6 millivolts to 1 millivolt. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. The analyst noted the measured r-wave amplitude dropped from 6mv down to 1mv.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.